Event description:
Pt was hospitalized with blood glucose levels >600mg/dl in 2003, and was treated with IV insulin. Pt reported experiencing high blood glucose levels for three days prior to the hospitalization.